Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small failed, and backflow blood (few drops) was observed when the guide wire was being inserted. The sheath was replaced, and the issue resolved. Procedure continued without further issues. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The device history record (DHR) for the lot number 00001476 has been received and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve conditions, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, the hemostatic valve of the carto vizigo" 8.5f bi-directional guiding sheath small failed, and backflow blood (few drops) was observed when the guide wire was being inserted. The sheath was replaced, and the issue resolved. Procedure continued without further issues. It was reported the valve did not break off; there were no separate pieces. No air entered the patients body. Patient's hemodynamics was not compromised. No interventions were required to stop the backflow blood. With the available information, although no damage to the hemostatic valve was reported, this is being conservatively coded and reported as hemostatic valve separation as it is most likely the backflow blood occurred due to a malfunctioning/dislodged valve. Given no interventions no hemodynamics disruption was reported, this wont be considered a patient event. Hemostatic valve separation is MDR-reportable.